Event description:
Everything was fine on two of the vessels, which sr believes, was the posterior tibial and the peroneal. When they've done the anterior tibial, it got basically stuck on the wire (thruway 014), and they had to remove the whole device. They had enough of the satisfactory result, they just left it as is. They aborted the procedure due to the event.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. Reviewing all details received to date; it appears that clinical and or procedural factors may have impacted on the reported event. If there is any further information received, a follow-up medwatch report will be filed.